Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported she received a no delivery alarm on the insulin pump while attempting to deliver a bolus. Her blood glucose was over 500 mg/dl. During troubleshooting, the customer was advised to disconnect and reconnect the infusion set and reservoir. Customer performed a manual prime and insulin exited. It was explained the insulin pump was working as designed and the alarm was caused by a connection issue. The customer stated she would monitor the insulin pump and call back if a no delivery alarm were to occur with current set.